Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly no click sound was heard when the set-screw of the subject was tightened for ventricular lead connection. A secure connection of the ventricular lead was confirmed by a lead pull test and successful ventricular capture was confirmed; nevertheless, the physician disconnected the ventricular lead from the pacemaker by loosening the set-screw. The ventricular lead was reconnected and click sound was heard. The ventricular lead was confirmed to be appropriately connected and capture was confirmed. While the pacemaker was interrogated the ventricular lead impedance was consistently above 3000 ohms. The subject pacemaker was replaced. Sensing failure was reported relative to the associated atrial lead.

Event description:
Reportedly no click sound was heard when the set-screw of the subject was tightened for ventricular lead connection. A secure connection of the ventricular lead was confirmed by a lead pull test and successful ventricular capture was confirmed; nevertheless, the physician disconnected the ventricular lead from the pacemaker by loosening the set-screw. The ventricular lead was reconnected and click sound was heard. The ventricular lead was confirmed to be appropriately connected and capture was confirmed. While the pacemaker was interrogated the ventricular lead impedance was consistently above 3000 ohms. The subject pacemaker was replaced.